Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿pump delivered too much dopamine during procedure. Transesophageal echo, coronary artery bypass graft x4, closure of patent foramen ovale and ligation of left atrial appendage with 45 mm atriclip. Grafts included lima to lad, saphenous vein graft to distal right coronary artery and saphenous vein sequential graft to oml and om2." Upon further customer follow up it was noted that the pump module had physical damage to the platen hinge assembly behind the door as reported by customer's bio med." Upon further follow up with the customer it was reported the patient had hypotension as a result of the over infusion of dopamine. Patient required a levophed drip and a dose of epinephrine. Patient was later discharged home.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿pump delivered too much dopamine during procedure. Transesophageal echo, coronary artery bypass graft x4, closure of patent foramen ovale and ligation of left atrial appendage with 45 mm atriclip. Grafts included lima to lad, saphenous vein graft to distal right coronary artery and saphenous vein sequential graft to oml and om2." Upon further customer follow up it was noted that the pump module had physical damage to the platen hinge assembly behind the door as reported by customer's bio med." Upon further follow up with the customer it was reported the patient had hypotension as a result of the over infusion of dopamine. Patient required a levophed drip and a dose of epinephrine. Patient was later discharged home.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿pump delivered too much dopamine during procedure. Transesophageal echo, coronary artery bypass graft x4, closure of patent foramen ovale and ligation of left atrial appendage with 45 mm atriclip. Grafts included lima to lad, saphenous vein graft to distal right coronary artery and saphenous vein sequential graft to oml and om2." Upon further customer follow up it was noted that the pump module had physical damage to the platen hinge assembly behind the door as reported by customer's bio med." Upon further follow up with the customer it was reported the patient had hypotension as a result of the over infusion of dopamine. Patient required a levophed drip and a dose of epinephrine. Patient was later discharged home.